Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the unit is giving patient disconnect with no alarm. The device was in clinical use at the time of the incident, but no patient harm. Attempts were made to obtain patient information, but no response was received.